Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7081250.

Event description:
It was reported that during an implant procedure upon further sedating, the patient became combative and was unable to follow commands so the patients leads were pulled and the case was aborted. The patient was doing well postoperatively. The explanted leads will not be returned as it was disposed by the medical facility.